Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones from his device. It was reported that the device has reached elective replacement indicator (eri).